Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that driveline faults were observed while utilizing an ungrounded power module patient cable. Technical services reviewed the submitted log files, and driveline faults were confirmed. There was concern for shield breakdown right at where the velour starts. Driveline data showed conductor in phase b is fractured. Additional information was requested, but was not provided.

Manufacturer narrative:
The low speed/flow alarms, yellow wrench advisories associated with driveline fault alarms, and pump stop events were confirmed in the log file data provided by the account. Log file contained approximately 42 days of data, spanning from 23aug2018 at 20:38 to 04oct2018 at 16:52, and captured low speed/flow alarms and a pump stop event on (B)(6) 2018 at 10:41 while the system was supported with the power module. In addition, 30 yellow wrench advisories associated with driveline fault alarms were recorded throughout the log file, beginning on (B)(6) 2018 throughout the duration of the log file. As an added observation, transient low flow alarms were captured on (B)(6) 2018 and (B)(6) 2018. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.